Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device powered off because their batteries died. The customer states their blood glucose levels rose to 420mg/dl. The customer was advised to begin using recommended brand batteries. The customer is being sent out replacement battery cap. No further assistance was needed at this time.